Event description:
The customer reported erroneously elevated initial troponin I (access® accutni) result, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. The customer stated an initial result of 0.40 ng/ml was obtained and released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced a higher troponin result of 10.41 ng/ml. The laboratory uses a normal reference range of <0.49 ng/ml for troponin I. The sample was collected in a 13x100 mm becton dickinson (bd) plasma tube and centrifuged at 4,000 rpm (rotations per minute) for ten minutes. The customer also noted one wash valve pump motion error on the instrument. System check failed due to elevated wash coefficient of variation (cv). The customer replaced the aspirate probes, repeated system check and noted system check passed. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted issues with the wash valve and pump; most system errors were for the wash pump. The fse removed and dissembled the pump and noted evidence of a fluid leak around the seal. The fse replaced the home sensor, motor, seal, and valve motor. The fse primed the system and performed high sensitivity (hs) system check and system check -both passed within specifications. The fse performed a successful 15-repetition precision test, and the customer verified quality control. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash pump seal. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00292.